Manufacturer narrative:
Manufacturer's report date: 07/29/2015. The customer's report of a port cap damage was confirmed. During visual inspection of the set, it was noted that an outer portion of the split septum port collapsed into the tubing lumen. Functional testing was not performed on the event set due to the condition of the device when received. However, non-event sets were tested. When the product is improperly used by inserting the 18 gauge blunt cannula specifically to the edge of the injection port pre-slit are, the product failed. The root cause of the customer's report was determined to be improper use of the product.

Event description:
Customer reported: the "nurse went to hook pt up to piv for infusion. The port on the end of the piv was found to be open. It was changed to a new port cap." Piv is assumed to refer to a peripheral IV line on the pt, and was changed to a new port cap. There was no report of pt harm or medical intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
MFR report date: 02/11/2015. Internal file no: (B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.